Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. Before inserting the catheter and transeptal puncture needle, negative pressure was applied for flushing, and air was aspirated. Despite multiple attempts, the air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of air aspiration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.